Manufacturer narrative:
(B)(4). Device evaluated by MFR: unit returned with its original pouch. The device came inside its hoop. The unit returned has distal tip damaged. After performing an analysis it was found that its distal tip is kinked and unraveled. It also presents it's core wire broken at its most distal part. The outer diameter of the middle of the device and proximal section are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 10-aug-2018. It was reported that guide wire tip damage occurred. During unpacking of a 035/260 amplatz super stiff¿ guide wire, it was noted that the tip was split but did not separate from the rest of the guide wire. The device never entered the patient's body and the procedure was completed with another guide wire. No patient complications were reported. However, returned device analysis revealed that the core wire of the guide wire was broken.